Event description:
It was reported that t:slim x2 pump battery would not charge and pump shut down after power source alerts occurred. There was no adverse impact to the customer's blood glucose level. Caller confirmed proper use of charging equipment and working outlet, left pump on charger for about 45 minutes until it turned back on with battery at full charge, and technical support confirmed power source and shutdown alarms, informed caller about insulin settings reset, and closed case with no further action required.